Manufacturer narrative:
(B)(4) - this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down, unit alarms are not functional, and error code. The key failure is the pilot valve is the wrong size/model. Additional malfunction identified on the irs is a short circuited power switch (aka on/off switch). This issue would be the underlying cause of the unit alarms not functioning. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.